Event description:
Event was confirmed via MRI and mammogram.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, h6.

Event description:
Healthcare professional reported "exchange with no complaints against the device". Healthcare professional later reported "rupture" via operative report. This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Laboratory analysis summary: the device related to the reported events rupture was received on jan 22, 2025 with lot number 2275057. Based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broken device assessed as fold flow opening. As per the investigation procedure creases and non penetrating nick was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "exchange with no complaints against the device". Healthcare professional later reported "rupture" via operative report. This record is for the right side. Event was confirmed via MRI and mammogram. Device has been explanted and replaced.